Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 360mg/dl. Customer other blood glucose value was 229mg/dl and 479mg/dl. The customer experienced symptoms such as nausea and vomiting and body aches. The customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was active. The device will not be returned for analysis.